Event description:
Information was received indicating that this ambulatory infusion pump exhibited a double beep alarm. It was not specified whether or not this occurred during infusion or interrupted therapy. No adverse patient effects were reported.

Manufacturer narrative:
One smiths medical cadd-legacy® 1 pump was returned for analysis in damaged condition. The front and rear housings were noted to be damaged upon visual inspection. The device history log did not show evidence of the complaint. The pump was powered up and device started double beeping; indicating that the downstream sensor was the cause. However, the root cause is unknown at this time.